Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, revision surgery for the interventional spine facet screw (product code/description below) occurred on friday (B)(6) 2018. Revision surgery went well with a depuy spine revision set. No further information known. Part number for ispine screw 9024-01 (unrecognized part in unity) reason for revision is unknown.